Manufacturer narrative:
The insulin pump passed the functional tests, including the seat/rewind, occlusion, and prime tests. No excessive no delivery alarms were noted. All buttons worked properly.

Event description:
The customer was hospitalized for high blood glucose levels. The customer stated he received several no delivery alarms prior to hospitalization. The customer also stated he didn't change the infusion set or give a manual injection. In addition, the customer stated the buttons on the insulin pump did not respond very well anymore.